Manufacturer narrative:
Other relevant device(s) are: stealthstation os support package, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there were issues pulling exam from pacs during a functional endoscopic sinus surgery (fess) procedure. When pulling what appeared to be a 160 slice single exam, it came through as 8 separate 20 slice exams. They rebooted the system and re-pulled the exam and it got to 20% where it stopped and then started pulling a section of exam. Stopped using this system and used another one which pulled the exam without any issues. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and after the second attempt the exams pulled over without issue. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis and determined after the logs were reviewed that they provided insufficient information to determine root cause of the reported behavior. Logs contain a c-move error in one of session. They suspect a network issue but this was not conclusive. If information is provided in the future, a supplemental report will be issued.